Manufacturer narrative:
As reported, after the balloon was deflated and button #2 was pressed on a 5f mynx control vascular closure device (vcd), the device was removed. However, there was immediate oozing. Manual pressure was applied, and hemostasis was achieved with no harm to the patient. The user followed the steps of the instructions for use (IFU). Additional information was requested but not provided. A non-sterile mynx control vcd 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were depressed with the stopcock in the open position. It was noted that the sealant was already deployed, and the atraumatic distal tip was not damaged as received. The procedural sheath was returned with the device as a non-cordis sheath. The balloon was received deflated with blood residues, and the syringe was received attached to the unit. No anomalies were observed with the naked eye on the returned product. The reported event of ¿sealant-inability to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the inability to achieve hemostasis event reported since the device was returned in a condition that suggests a complete deployment of the device with no damages/anomalies noted that could have attributed to the reported failure. However, access site factors, pharmacological factors and/or handling factors of the device are possible. As stated in the IFU, which is not intended as a mitigation, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, after the balloon was deflated and button#2 was pressed on a 5f mynx control vascular closure device (vcd) and the device was removed however there was immediate oozing. Manual pressure was applied and hemostasis was achieved with no harm to the patient. The user followed the steps of the IFU. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.